Manufacturer narrative:
(B)(4).

Event description:
It was reported that the video arthroscope froze and would not focus. A backup scope was used to complete the procedure. No procedural delay noted and no patient impact as a result.

Manufacturer narrative:
Further investigation discovered that the reported device defect was discovered during set-up and that the device was never used during surgery. Therefore, this event is not considered a reportable event pursuant to 21 c.f.r. § 803. Corrected event description to indicate that the device was not used during the associated procedure. (B)(4).

Event description:
Additional information reported that the device failure was discovered during set-up prior to the initiation of the surgical procedure.